Event description:
At about 6 months and a half after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30-june-2023. Lot: 2202764: (B)(4) items manufactured and released on 11-may-2022. Expiration date: 2027-04-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.